Event description:
It was reported that the customer had a reservoir compartment that smelled like insulin. Customer stated that the smell of insulin was normal. Customer wanted to report reservoirs that were leaking in the past. Customer declined troubleshooting. Customer stated that the reservoir was discarded. The leak was between o-rings and past the o-rings. Customer stuck a paper towel in the reservoir compartment and stated that the paper towel showed signs of moisture. Customer changed the reservoir. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.